Event description:
Procedure: nephrectomy. According to the reporter: while using the device to retract the kidney the fan on the retractor snapped back, splitting the plastic at the hinge of the fan. Some pieces of plastic fell into the abdominal cavity and were retrieved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).